Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; the partial lead in segments was returned for analysis. The outer insulation had cosmetic environmental stress cracking, cosmetic depressions and a white substance was observed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient claimed to have dizziness and was uncomfortable. The electrocardiogram showed loss of pacing and patient rate at 40 beats per minute. It was further reported that lead impedance was 9999 ohms, 182 ventricular high rate episodes were recorded and noise was observed on the electrocardiogram. The lead was replaced. No further patient complications have been reported as a result of this event.